Event description:
It was reported that premature battery depletion was suspected on the device. No further information is available, and no patient symptoms were reported.

Manufacturer narrative:
Voluntary medwatch mw5120667.